Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient did not have a prior medical history of right branch bundle block (rbbb), left branch bundle block (lbbb) and atrioventricular (av) block. The length of the membranous septum was 2.5mm. Calcification was confirmed from the annulus to the subvalvular to left ventricular outflow tract (lvot). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 18mm, non-abbott balloon. During the procedure, the valve was able to be implanted at a depth of 3mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). The patient was developed with complete atrio ventricular block, and a temporary pacemaker was placed to stabilize the rhythm. The patient was hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was in a stable condition.